Event description:
Reporter alleged discrepant back to back blood glucose results of 425, 212 and 163 mg/dl when all tests were performed within 10 minutes on the aviva system. The location of the testing was not provided. No actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.